Event description:
Reporter reported that a surgeon performed surgery from, o-c2/c3. Instrumentation was done with summit si system. It was the surgeon's first application of summit si. Five days later, two occipital screws were found backed out. In 2007, occipital screws and plate were replaced. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
No definitive conclusions can be made at this time. This was the first use of the product by the surgeon, and surgical technique may have contributed to this event.